Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 600 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the hips/buttocks. For treatment, the parent gave correction boluses and water. The ketones were positive.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. No other damages or deficiencies were observed during the investigation. The downloaded data returned an 0x12 indicating that the device had reset due to low voltage detected from the batteries. During investigation, all batteries were measured to have sufficient voltages. The shelf mode of the device was tested and found to have a sufficient shelf mode current. The device was reset and paired to a pdm and asked to deliver a 5u bolus. The rerun data did not replicate the 0x12 alarm and no timeouts, or drive stalls were observed. The exact cause of the reset alarm could not be determined.